Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer support guided caller through complete pump reset, cgm error did not reappear after reset, and patient resumed insulin use and started new cgm session.